Event description:
The lead was capped and replaced due to a possible insulation anomaly. Review of session records revealed an aborted charge due to a high voltage lead impedance alert message. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.